Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she was experiencing pain in her right hip, which she thought may be due to laying around and putting a low of pressure on it while having the flu for almost 3 weeks. The flu was confirmed to be unrelated to the device or therapy. The patient confirmed the reason for the ins was for herniated discs in her back due to a fall down the stairs. The patient reported that she had on and off unrelated pain that a manufacturer¿s representative (rep) had helped reprogram her device in order to try and get broader coverage and help with the pain caused by exercising and unrelated medical conditions. The patient also reported that she noticed a change in her charging frequency after the rep, added a new program to help with her hip pain. The patient reported that she called her heal the care provider (hcp) first about the hip pain and the hcp told her to reach out to the rep to see if they could adjust programming. The patient reported that they met with the rep in (B)(6) 2018. The patient reported that she thought the new program had a lower setting and it was changed to a wave like sensation. The patient reported that she was now charging more frequently. The patient reported that she was charging every day or nearly every day. The patient reported that she used to charge every 2-3 days. The patient also reported poor communication occurred intermittently. The patient confirmed that the poor communication would often resolve from repositioning the antenna or just trying again after a few minutes. The patient stated that she thought the buttons get bumped when she carried the patient programmer (pp) in her purse. During the call, the patient didn't experience poor communication and was able to successfully sync with the ins. Additional information as received from the patient on (B)(6) 2018. The patient reported that she was meeting with her healthcare provider (hcp) next week to discuss if she would be able to have a different ins implanted to replace the current one. The patient reported that the need to charge the current ins had progressively worsened and now she needed to charged about every other day and sometimes it took her up to 4 hours to charge. It was reviewed that it could take 6 to 8 hours to fully charge a depleted ins with good coupling. No further complications were reported.